Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found a broken rinse pipe at the drying station and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 and hdlc3 hdl-cholesterol plus 3rd generation results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial hdl result was 93.5 mg/dl. The sample was repeated and the repeat result was 35.6 mg/dl. For sample 2, the initial glucose result was 20.4 mg/dl and the initial hdl result was 147.0 mg/dl. The sample was repeated and the repeat glucose result was 104.9 mg/dl and the repeat hdl result was 38.3 mg/dl.